Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensors only lasted a day and half, and that they started alarming calibration error. The customer states the sensor reading was 40 points off from their blood glucose. The customer states that when they removed the sensors, they were bent. The customer states this incident occurred three to four months ago and that they didn't not recall their blood glucose level at the time. The customer is being sent out two sensors and was told to monitor the device and that we would be checking up to see how they were functioning.